Manufacturer narrative:
Device is a combination product. (B)(4). Returned product consisted of a maverick 2 balloon catheter. The balloon is loosely folded. The distal shaft, balloon, balloon bonds and markerbands were examined. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination of the device presented that a portion of the outer shaft was plastically deformed proximal of the proximal balloon weld which also has a 6mm longitudinal tear. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jan-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 12 x 2.5mm target lesion was located in the severely tortuous left anterior descending artery. A 2.50mm x 12mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft hole/perforation.